Manufacturer narrative:
Bayer case number: (B)(4). Colicky pain in the left renal fossa radiating to the epigastric belt [colicky]. Essure remnants that ultimately caused a second intervention and, consequently, a hysterectomy [device breakage]. Cholecystitis [cholecystitis]. Cholelithiasis [cholelithiasis]. Multiple sclerosis [multiple sclerosis relapse]. Pain in the epigastrium and right hypochondrium for 24 hours [epigastric pain] she has had pain in the right inguinal region [inguinal pain] irregular period [irregular periods] very painful period [painful periods] left essure not visible [device dislocation] disorder of activity and attention [attention deficit disorder] bilateral neurosensory hearing loss [hearing loss] abdominal discomfort [abdominal discomfort] dizziness [dizziness] probable orthostatic hypotension [orthostatic hypotension] spontaneous ¿contractions¿ of the abdominal wall. [Contractions uterine increased] non-anemic metrorrhagia [metrorrhagia] contact hypersensitivity to nickel and palladium metals [hypersensitivity] chronic fatigue syndrome [chronic fatigue syndrome] fibromyalgia [fibromyalgia] multiple chemical sensitivity [multiple chemical sensitivity] bilateral optic neuropathy [optic neuropathy] anxiety-depressive disorder [mixed anxiety and depressive disorder] personality disorder [personality disorder] insertion of essure in a patient for whom it was contraindicated due to her previous pathology (relapsing-remitting multiple sclerosis [medical device monitoring error]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of abdominal pain ("colicky pain in the left renal fossa radiating to the epigastric belt") and device breakage ("essure remnants that ultimately caused a second intervention and, consequently, a hysterectomy") in a 31-year-old female patient who had essure inserted (lot no. 628320) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("insertion of essure in a patient for whom it was contraindicated due to her previous pathology (relapsing-remitting multiple sclerosis"). The patient had a medical history of abdominal pain, cholelithiasis, cholecystitis, hearing loss, vertigo, personality disorder, anxiodepressive syndrome, multiple sclerosis, bulimia and psychiatric disorder nos. Previously administered products included: topamax and trankimazin. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), cholecystitis ("cholecystitis"), cholelithiasis ("cholelithiasis"), multiple sclerosis relapse ("multiple sclerosis "), abdominal pain upper ("pain in the epigastrium and right hypochondrium for 24 hours"), groin pain ("she has had pain in the right inguinal region"), menstruation irregular ("irregular period"), dysmenorrhoea ("very painful period"), device dislocation ("left essure not visible"), attention deficit hyperactivity disorder ("disorder of activity and attention"), deafness ("bilateral neurosensory hearing loss"), abdominal discomfort ("abdominal discomfort"), dizziness ("dizziness"), orthostatic hypotension ("probable orthostatic hypotension"), uterine hypertonus ("spontaneous ¿contractions¿ of the abdominal wall."), intermenstrual bleeding ("non-anemic metrorrhagia"), hypersensitivity ("contact hypersensitivity to nickel and palladium metals"), chronic fatigue syndrome ("chronic fatigue syndrome"), fibromyalgia ("fibromyalgia"), idiopathic environmental intolerance ("multiple chemical sensitivity"), optic neuropathy ("bilateral optic neuropathy"), mixed anxiety and depressive disorder ("anxiety-depressive disorder") and personality disorder ("personality disorder"). The patient was treated with surgery (on (B)(6) 2021 bilateral salpingectomy and hysterectomy by da vinci robotic surgery). At the time of the report, the chronic fatigue syndrome, fibromyalgia and idiopathic environmental intolerance had not resolved. The outcomes for abdominal pain, cholecystitis, cholelithiasis, multiple sclerosis relapse, abdominal pain upper, groin pain, menstruation irregular, dysmenorrhoea, attention deficit hyperactivity disorder, deafness, abdominal discomfort, dizziness, orthostatic hypotension, uterine hypertonus, intermenstrual bleeding, hypersensitivity, optic neuropathy, mixed anxiety and depressive disorder and personality disorder were unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain upper, attention deficit hyperactivity disorder, cholecystitis, cholelithiasis, chronic fatigue syndrome, deafness, device breakage, device dislocation, dizziness, dysmenorrhoea, fibromyalgia, groin pain, hypersensitivity, idiopathic environmental intolerance, intermenstrual bleeding, menstruation irregular, mixed anxiety and depressive disorder, multiple sclerosis relapse, optic neuropathy, orthostatic hypotension, personality disorder and uterine hypertonus to be related to essure administration. The reporter commented: (B)(6) 2009: intervention: tubal occlusion. Diagnosis: sterilization. Prosthesis/mechanical sutures. Essure insertion. The negligence of the professionals who treated the patient caused: damage to the patient; medical malpractice; noncompliance and/or non-observance of medical protocols, guidelines, manufacturer's instructions and applicable regulations: delay in carrying out allergy tests performed on 2022; insertion of essure in a patient for whom it was contraindicated due to her previous pathology (relapsing-remitting multiple sclerosis); non-compliance with the extraction protocols, leaving essure remnants that ultimately caused a second intervention and, consequently, a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] in 2022: positive for allergy to essure components: nickel and palladium [gynaecological examination] (date unknown): essure is observed in the right ovary, not in the left ovary [ultrasound scan] (date unknown): pain in the epigastrium and right hypochondrium for 24 hours lot number: 628320, manufacture date: 2008-10, expiration date:2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-oct-2024: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) colicky pain in the left renal fossa radiating to the epigastric belt [colicky] essure remnants that ultimately caused a second intervention and, consequently, a hysterectomy [device breakage] cholecystitis [cholecystitis] cholelithiasis [cholelithiasis] multiple sclerosis [multiple sclerosis relapse] pain in the epigastrium and right hypochondrium for 24 hours [epigastric pain] she has had pain in the right inguinal region [inguinal pain] irregular period [irregular periods] very painful period [painful periods] left essure not visible [device dislocation] disorder of activity and attention [attention deficit disorder] bilateral neurosensory hearing loss [hearing loss] abdominal discomfort [abdominal discomfort] dizziness [dizziness] probable orthostatic hypotension [orthostatic hypotension] spontaneous ¿contractions¿ of the abdominal wall. [Contractions uterine increased] non-anemic metrorrhagia [metrorrhagia] contact hypersensitivity to nickel and palladium metals [hypersensitivity] chronic fatigue syndrome [chronic fatigue syndrome] fibromyalgia [fibromyalgia] multiple chemical sensitivity [multiple chemical sensitivity] bilateral optic neuropathy [optic neuropathy] anxiety-depressive disorder [mixed anxiety and depressive disorder] personality disorder [personality disorder] insertion of essure in a patient for whom it was contraindicated due to her previous pathology (relapsing-remitting multiple sclerosis [medical device monitoring error] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of abdominal pain ("colicky pain in the left renal fossa radiating to the epigastric belt") and device breakage ("essure remnants that ultimately caused a second intervention and, consequently, a hysterectomy") in a 31 year-old female patient who had essure inserted (lot no. 628320) for female sterilization. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("insertion of essure in a patient for whom it was contraindicated due to her previous pathology (relapsing-remitting multiple sclerosis"). The patient had a medical history of abdominal pain, cholelithiasis, cholecystitis, hearing loss, vertigo, personality disorder, anxiodepressive syndrome, multiple sclerosis, bulimia and psychiatric disorder nos. Previously administered products included: topamax and trankimazin. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), cholecystitis ("cholecystitis"), cholelithiasis ("cholelithiasis"), multiple sclerosis relapse ("multiple sclerosis "), abdominal pain upper ("pain in the epigastrium and right hypochondrium for 24 hours"), groin pain ("she has had pain in the right inguinal region"), menstruation irregular ("irregular period"), dysmenorrhoea ("very painful period"), device dislocation ("left essure not visible"), attention deficit hyperactivity disorder ("disorder of activity and attention"), deafness ("bilateral neurosensory hearing loss"), abdominal discomfort ("abdominal discomfort"), dizziness ("dizziness"), orthostatic hypotension ("probable orthostatic hypotension"), uterine hypertonus ("spontaneous ¿contractions¿ of the abdominal wall."), intermenstrual bleeding ("non-anemic metrorrhagia"), hypersensitivity ("contact hypersensitivity to nickel and palladium metals"), chronic fatigue syndrome ("chronic fatigue syndrome"), fibromyalgia ("fibromyalgia"), idiopathic environmental intolerance ("multiple chemical sensitivity"), optic neuropathy ("bilateral optic neuropathy"), mixed anxiety and depressive disorder ("anxiety-depressive disorder") and personality disorder ("personality disorder"). The patient was treated with surgery (on (B)(6) 2021 bilateral salpingectomy and hysterectomy by da vinci robotic surgery). Essure was removed on (B)(6) 2022. At the time of the report, the chronic fatigue syndrome, fibromyalgia and idiopathic environmental intolerance had not resolved. The outcomes for abdominal pain, cholecystitis, cholelithiasis, multiple sclerosis relapse, abdominal pain upper, groin pain, menstruation irregular, dysmenorrhoea, attention deficit hyperactivity disorder, deafness, abdominal discomfort, dizziness, orthostatic hypotension, uterine hypertonus, intermenstrual bleeding, hypersensitivity, optic neuropathy, mixed anxiety and depressive disorder and personality disorder were unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain upper, attention deficit hyperactivity disorder, cholecystitis, cholelithiasis, chronic fatigue syndrome, deafness, device breakage, device dislocation, dizziness, dysmenorrhoea, fibromyalgia, groin pain, hypersensitivity, idiopathic environmental intolerance, intermenstrual bleeding, menstruation irregular, mixed anxiety and depressive disorder, multiple sclerosis relapse, optic neuropathy, orthostatic hypotension, personality disorder and uterine hypertonus to be related to essure administration. The reporter commented: (B)(6) 2009: intervention: tubal occlusion. Diagnosis: sterilization. Prosthesis/mechanical sutures. Essure insertion. The negligence of the professionals who treated the patient caused: damage to the patient; medical malpractice; noncompliance and/or non-observance of medical protocols, guidelines, manufacturer's instructions and applicable regulations: delay in carrying out allergy tests performed on 2022; insertion of essure in a patient for whom it was contraindicated due to her previous pathology (relapsing-remitting multiple sclerosis); non-compliance with the extraction protocols, leaving essure remnants that ultimately caused a second intervention and, consequently, a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] in 2022: positive for allergy to essure components: nickel and palladium [gynaecological examination] (date unknown): essure is observed in the right ovary, not in the left ovary [ultrasound scan] (date unknown): pain in the epigastrium and right hypochondrium for 24 hours the most recent follow-up information incorporated above includes data received on: 23-sep-2024: medical record received. Case became serious incident, new events abdominal discomfort, abdominal pain, abdominal pain upper, attention deficit hyperactivity disorder, cholecystitis, cholelithiasis, chronic fatigue syndrome, deafness, device breakage, device dislocation, dizziness, dysmenorrhea, fibromyalgia, groin pain, hypersensitivity, idiopathic environmental intolerance, intermenstrual bleeding, menstruation irregular, mixed anxiety and depressive disorder, multiple sclerosis relapse, optic neuropathy, orthostatic hypotension, personality disorder and uterine hypertorus & medical device monitoring error were added. Lab data, reporter causality comment updated. New reporters were added. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.